Event description:
Information received indicates that in 2009 patient was implanted with an elevate anterior graft. It was reported that the patient was getting bladder urinary tract infections. On examination, her physician saw the exposed mesh in the apex of the vagina. The exposed mesh was removed and patient was reported to be doing well.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.